Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery that while trying to set up the implant on the back table only two of the shells screw caps were able to be removed. The third screw cap stripped out. Two people in the sterile field attempted to remove and the correct 3.5 hex screwdriver from the g7 tray was used. Another cup was used to complete the procedure.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; d4; g3; h2; h3; h4; h6. Product was returned and evaluated. Visual examination of the returned product identified scratches to the shell anodized rim face. The apical hole plug was not returned. One screw hole plug was returned loose and undamaged, one screw was removed in the field and partially reassembled into the shell, and one screw was returned fully assembled into the shell. Assembled hole plug hex was stripped. Damage showed deformation, burrs, and gouges. Plug was unable to be removed during review for further evaluation. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.